Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported. Evaluation of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between the driveline communication fault alarms and the left ventricular assist device could not be conclusively established. The account reported that the patient was experiencing a persistent driveline communication fault alarm which was silenced via the system monitor. The account later communicated that the alarm returned overnight. The patient¿s modular cable and system controller were exchanged on 08oct2021, and the alarms resolved. The first submitted system controller event log file contains data from 04oct2021 at 15:59:47 to 05oct2021 at 14:28:29. The log file contains a persistent alarm for driveline comm fault and intermittent comm a faults (refer to system controller and modular cable investigations). Additionally, a transient no external power event at 08:45:11 on 05oct2021 appeared to be a result of unplugging both power cables simultaneously (refer to system controller investigation). Following a controller exchange, the second submitted system controller event log file contained relevant data from 08oct2021 at 10:08:52 to 08oct20201 at 11:00:41. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. C. Are currently available. Section 7 of the IFU, ¿alarms and troubleshooting,¿ outlines all system controller alarms, including driveline communication faults, as well as how to respond to each alarm condition. Section 5 of the patient handbook outlines all system controller alarms, including driveline communication faults, as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for patient with a continuous driveline communication fault that did not clear with self-test but did clear when silenced on the system monitor. Log file submitted confirmed the reported driveline comm a faults. Log file also contained a loss of external power event on (B)(6) 2021 at 8:45am which appeared to be the result of the patient disconnecting each controller lead from power at the same time resulting in ebb (backup battery) usage. The alarms resolved once batteries were reconnected to the controller. The patient was monitored over the next hour, in the clinic, and the alarm did not return. Alarm returned overnight. On (B)(6) 2021 the patient underwent a system controller and modular cable exchange. New log file submitted contained ~ 2 minutes in duration and shows the driveline communication fault had not returned. No further alarms reported. No additional information provided. Related manufacturer report number(s): MFR # 2916596-2021-06002 and MFR # 2916596-2021-06003.